Event description:
It was reported patient enrolled in a clinical study underwent a partial hip arthroplasty on an unknown date. Subsequently, patient underwent a conversion to total hip arthroplasty on (B)(6) 1982. It was further reported patient underwent a radical debridement on (B)(6) 1989 and a girdlestone procedure on april (B)(6) 1989. Patient underwent a radical debridement procedure on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2006 due to infection.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. The following sections could not be completed as limited information was available: product identification & expiry date. Manufacture date. This report is number 5 of 5 mdrs filed for the same event (reference 1825034-2014-00660 & 00662 & 03377 / 03379).